Event description:
During on-site training of a new feature (auto assist registration), a co trainer noted a discrepancy between the data being transferred to the laser from the wavefront diagnostic device. Info provided by the facility indicates there was no pt injury/impact associated with this event.

Manufacturer narrative:
Evaluation/investigation is in progress.